Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the charging cable was melted. No further details to report.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.

Manufacturer narrative:
The case description states the user plugged her controller in to charge overnight and found the charging cable melted into the port in the morning. The physical device was returned for investigation. A pre-fix charging cable and non-insulet provided adapter were returned. The tip of the returned cable was observed to be melted and missing. The tip of the charging cable was observed to be melted into the charging port. These damages confirm the reported event. No damage was observed to the non-insulet provided charging adapter. The back cover of the device was not able to be removed due to the observed damage. The presence of a sim card was unable to be confirmed. Fluid ingress indicators were unable to be inspected. No download data was obtained as the device was not plugged in due to the thermal damage observed at the charging port. Cloud logs were not uploaded by the user. Device temperature info was unable to be investigated. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The exact cause of the reported event could not conclusively be determined.